Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures confirmed that the unknown locking screw has fractured where screw shaft meets the screw head. However, as no product was returned dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The surgeon reported two possible part numbers (B)(4). He thought it was (B)(4) but he was not certain. Part# (B)(4). Brand name - traumaone system 2.0x10mm cross-drive screw, 5pk, catalog number ¿45-2010, UDI number ¿ (B)(4). Part# (B)(4). Brand name - traumaone system 2.0x12mm cross-drive screw, 5pk, catalog number ¿45-2012, UDI number -(B)(4). The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(4).

Event description:
It was reported the screw fractured and the screw body remained in the patient during a maxillofacial surgery. The pilot hole was drilled to a specific depth prior to the insertion attempt. The screw was seated flush with the plate and fractured on the final turn when tightening. The head of the screw sheared off the body of the screw. No additional patient consequences were reported.